Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274trk, serial # (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported the physician noticed damage of the rv (right ventricular) lead insulation during removal of the old device. The rvl ead was replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.